Event description:
It was reported that device explantation occurred. The target lesion was located in the coronary artery, and a synergy drug-eluting stent was implanted. However, the device was explanted due to a methicillin-susceptible staphylococcus aureus infection. The patient was undergoing a new stage 1 and stage 2 procedure, and no further complications were reported.